Event description:
It was reported that during a laparoscopic hysterectomy procedure, the teflon pad fell apart during the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Device being returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.